Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  Physio determined that the cause of the reported issue was that an internal hlc battery, designator bt1 which is located on the analog pcb assembly, was no longer able to hold a charge.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing its attention and charge-pak icons. After an evaluation of the device data download, it was observed that the internal hlc batteries had been depleted to a level which may not allow the device to deliver effective defibrillation therapy. There was no report of any patient use associated with the reported issue.